Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were having anal and vaginal bleeding. The patient noted that they were going to see the healthcare professional (hcp) on the day of report and that they might have the implant surgery on the day of report instead of the day after. The patient noted that they had been catheterizing for so long and really wanted this to work. The patient stated they should not be bleeding. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was referred to their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.